Event description:
It was reported that during a sigmoidectomy procedure, the staples were not deployed at the fourth firing. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.